Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The customer replaced all electrodes due to high na results. The customer performed calibration, which passed. The customer ran quality controls, which were within range. The cse performed a coefficient of variation check, which passed. The cause of the discordant, falsely elevated na results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate instrument, resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.